Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset. Additionally, it was reported that out of range issues occurred between the transmitter and pump for an unspecified duration of time. Customer declined follow up from tandem technical support. No additional information was provided. There was no reported adverse impact to the customer.